Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/04/2019. Additional information: the device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Additional information was requested and the following was obtained: did the whole needle separate/detach/pull off from the suture thread? The needle did not separate/detach/pull off from the suture thread. Did the needle break into separate 2 pieces on the needle body ? The needle did not break. Did the whole needle or needle piece fall into patient? The needle is missing so it may be inside the patient. If yes, was it removed? No. Were any measures were taken to retrieve the needle or needle piece? Investigations in the operating field, on the operating field, and in the operating room without being conclusive. Any patient consequences / patient ae outcome as a result of the event? No. Has there been any medical or surgical intervention performed? No. Patient current condition? In good health.

Manufacturer narrative:
Product complaint # (B)(4). Sent to the FDA: 04/3/2019. Evaluation: an opened box with seven unopened samples of product were returned for evaluation. The issued sample was not received. During the visual inspection of seven samples, no defects were found on the packages. The sample sere opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, or damaged were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the samples received, no performance pull off suture needle was found, and the tested samples met the finished goods requirements.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the whole needle separate/detach/pull off from the suture thread? Did the needle break into separate 2 pieces on the needle body ? Did the whole needle or needle piece fall into patient? If yes, was it removed? And how? Were any measures were taken to retrieve the needle or needle piece? If yes, please specify what was done? Any patient consequences/patient ae outcome as a result of the event? Has there been any medical or surgical intervention performed? Patient current condition?

Event description:
It was reported that a patient underwent a cervicotransoral oropharyngectomy with ipsilateral cervical lymph node dissection and flap reconstruction procedure on (B)(6) 2018, and suture was used. During the procedure, there was loss of the needle. The needle not found after looking on the operating field, on the table and in the operating room. It was stated there is a risk that the needle remained inside the patient. There were no adverse patient consequences reported. Additional information has been requested.